Manufacturer narrative:
Technician stated that the head up will not work, had him try in calibration, the problem returned. Repair not yet complete.

Event description:
Staff reported that the head up will not work, no injury reported.